Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump sustained a cracked touchscreen and became unresponsive to touch, consistent with a device display interface failure and external damage to the enclosure. Symptoms included no adverse clinical effects and no blood glucose impact. Outcomes included replacement of the device and user guidance on data sync, shutdown, and continued cgm use with dexcom g7. Investigation included customer interview, verification of serial number and shipping details, and logistical assessment for replacement and return. Investigation of this case revealed physical damage to the touchscreen resulting in loss of touch functionality, with no associated alerts or alarms and no impact to glucose management. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or performance under normal use.